Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to physical damage to the equipment, the foreign matter could not be removed even after proper reprocessing. There was a crack in the light guide lens. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (cracked lens) was confirmed. The customer¿s complaint is most likely the result of mishandling. During inspection and testing the following was also found: due to a pinhole on the bending section cover, insulation resistance value at the distal end does not meet the standard value. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the lens on their loaner device is cracked. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign material on the lens. This report is being submitted for the malfunction found during evaluation (foreign material).